Event description:
The reporter stated the aq2010v silicone three piece lens was inserted and removed due to wrong diopter selection. The lens was cut out of the eye and a 18.0 diopter same model lens was implanted without any patient injury. The root cause of the event was a users error.

Manufacturer narrative:
Results : visual inspection of the returned product showed the lens was received stuck inside a non-staar cartridge. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).